Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they were unable to obtain telemetry between the remote monitor and the implantable pulse generator (ipg). The patient was referred back their clinic for a device check. The ipg was explanted and replace. A new remote monitor was ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. If information is provided in the future, a supplemental report will be issued.